Event description:
It was reported there was an increase in low back pain and a lead migration. There was a moderate increase in pain and radiating left leg pain. The left lead was deemed not working and to have failed. Left stimulation was absent. X-rays taken on (B)(6) 2007 were normal. The patient's pain was at the 'same levels' on this date as well. Reprogramming was attempted on (B)(6) 2007. Torodal injections were given on (B)(6) 2007. The patient's dose of lyrica was increased on (B)(6) 2007. Surgical repositioning of the lead was performed on (B)(6) 2007. X-rays taken on (B)(6) 2009 showed the leads were still connected to the implantable neurostimulator (ins). It was also noted there were lead plus ins replacements on (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient product ID 3487a-33, lot# j0437037v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot# j0349011v, implanted: (B)(6) 2005, product type lead. (B)(4).